Manufacturer narrative:
The technician replaced the siderail and screws to repair the bed.

Event description:
Info received indicates the siderail is disconnected from the pivoting arm due to loose mounting screws.